Event description:
During an inspection at boston scientific distribution center, it was noticed that the packaging box for the gdc 10-ultrasoft stretch resistant coil synerg detection circuit contained both the correct pouch, plus an additional .018" fibered platinum coil puch (part number 313202, lot number 6330468).